Event description:
It was reported that during surgical procedure at the user facility, the maestro duraguard was found to be bent. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.